Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log of the pump noted backup audible alarm post error. Upon power up of the pump, the reported customer complaint was confirmed. The main board was replaced and that cleared up the problem. The pump had a low profile black panasonic supercap. The problem source has been determined to be design of the device.

Event description:
Information was received that device has system failure. No patient involvement.